Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Customer declined tandem technical support's offer to troubleshoot at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information; no reply was received. There was no reported impact to blood glucose.